Event description:
Event description boston scientific received information that this left ventricular (lv) pacing lead exhibited reproducible noise, pacing impedance measurements greater than 2000 ohms and intermittent loss of capture. Various lv lead configurations all had impedance reading greater than 2000 ohms. Upon explant, it was noted that there were 4 areas of lead abrasion approximately 4 inches distal of the terminal pin.